Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and e3, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code e200 occurred due to a faulty scope connector socket. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source showed communication error code e200 during reprocessing of the device. There was no patient involvement with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings were as follows: the top cover air vents were clogged, the power switch was sticky, bad scope socket was replaced, and a non-olympus lamp with 200 hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.